Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 135-150 mm. Vessel morphology is unknown. The patient has a history of chronic obstructive pulmonary disease, coronary artery disease, diabetes, hypertension, and obesity. It was reported that the bifurcated stent graft was accidentally pulled down approximately 1 cm down during deployment. It was reported that access was difficult; therefore, the decision was made not to implant an aortic extender cuff during the procedure. A successful outcome with exclusion of the aneurysm was reported. In 2002, a 26 mm diameter x 3.75 cm length aortic extender cuff was implanted to ensure an adequate seal. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.